Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The insulin pump alarmed calibration error, change sensor, and sensor error. The customer's sensor glucose reading was 60 mg/dl but his blood glucose level was 292 mg/dl. The sensor cannula was bent and the site was actively bleeding. The customer was advised that the device would be replaced and agreed to return the product for analysis.